Event description:
It was reported by svc report that the outer left siderail panel is cracked and the ground prong was missing off the power cord. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.